Manufacturer narrative:
The device sample was contaminated and thrown out by the user facility.

Event description:
The event is reported as: the complaint alleges that the customer experienced an issue upon extubation of the patient. The pilot valve would not allow the user to deflate the cuff so the line had to be broken to accomplish this. No report of a patient injury.